Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination was found under button contacts. The pump was opened and no damage was observed to the keypad flex connector. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. The complaint of a keypad button response issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.